Event description:
A monitor, hereinafter, "the device", is a ge dash 4000. On friday evening, the monitor which was at the time connected to a nicu baby, began to emit smoke. The monitor was quickly turned off and removed from the oxygen supported environment because of the suspected fire hazard. After being removed from the pt care bay, the monitor began to emit flames from the rear of the monitor. It was placed in a trash can and covered. The device was removed from the area and taken to the bioengineering lab. Currently, it is in the bioengineering lab and we are conducting an investigation as to the cause of the incident. The internal damage to the device is extensive with most components melted together. Still at this time, we are 99%+ certain that the culprit was the battery pack.